Manufacturer narrative:
Additional manufacturer narrative/corrected data. The information described in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible. The date of implant and events are estimated as actual dates were not provided. It is not known if this event has been previously reported.

Event description:
The patient referenced in this event file is enrolled in a collaborative society for vascular surgery vascular quality initiative (svs vqi) dissection project. The purpose of this post-approval surveillance, using the svs vqi registry, is to obtain data that can be used to refine the selection of, and treatment strategy for patients with type b aortic dissections managed through endovascular graft repair. Specifically, this surveillance project evaluates the short- and long-term clinical performance of endovascular grafts for the treatment of type b thoracic aortic dissection, following premarket approval. Multiple manufacturers are participating in the svs vqi dissection project and the below information involves a patient treated with an endovascular gore® device. It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2015, this patient underwent emergent treatment of a symptomatic aortic dissection. The primary tear was in zone 2, and the dissection extended from zone 2 to zone 4. The tevar indication was for malperfusion. A conformable gore® tag® thoracic endoprosthesis was implanted. Seven units of blood were transfused. The patient was in ICU for 23 days, and was discharged to a rehabilitation unit on pod (post-operative day) 22. On pod 924, aortic enlargement greater than 5 mm was identified, and abdominal exploration was performed (coded 5000-c). No further information was provided to gore.